Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 201, 268, 203, 269 and 341 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-130 mg/dl and expected pm non-fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strips are expired: manufacturer¿s expiration date is 07/31/2021; open vial date and storage were not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips are expired - unable to test. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 11-apr-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.